Event description:
It was reported that high, out of range high voltage impedance was observed since implant in the svc vector. Improper lead connection between ICD and lead or lead issue was suspected. The svc vector was programmed off. The patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.